Manufacturer narrative:
Report mw5061517 did not provide the facility name where the event occurred or a contact person. In addition the serial number of the cortrak was not reported nor was a product code or lot number for the feeding tube. With the limited information received no investigation can be performed. Feeding tube placement into the lung is a known risk of nasogastric tube placement.

Event description:
Report mw5061517 received from the FDA: a cortrak assisted nasogastric feeding tube was inadvertently placed into the lung of a patient resulting in a right pneumothorax. Upon right-sided chest tube inserted she developed a left sided tension pneumothorax with subsequent pea arrest. The patient required 2 left chest tubes to fully resolve the tension pneumothorax and had a second short pea arrest during that time which was reversed.